Event description:
Customer reported pump screen was dark and unresponsive, accompanied by a flashing red led every 30 seconds and intermittent beeping and vibrating. There was no adverse impact to customer's blood glucose level. Technical support arranged for a replacement pump, confirmed warranty status, and advised customer to switch to a backup insulin therapy. Customer was instructed on how to store the faulty pump and return it using a prepaid label.